Manufacturer narrative:
The customer reports that when the cns (central nurse's station) is on single screen, the display only shows half the screen and when any key on the keyboard is pressed, the cns reboots itself. The device was returned for evaluation and repair. Upon reboot, the cns is stuck at the cns-6000 series logo with a system message displaying. This is due to multiple improper shut downs. The hard drive was replaced. The unit was tested per the service manual and the results were recorded on the maintenance check sheet. The unit completed 72 hours of extended testing and operates to manufacturer's specifications. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reports that when the cns (central nurse's station) is on single screen, the display only shows half the screen and when any key on the keyboard is pressed, the cns reboots itself.